Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received (B)(4) samples for investigation. The (B)(4) samples were visually inspected with no scratches on tubes, no breakage, and no chips on top of tubes identified. Additionally, (B)(4) retention samples were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage and damaged(scratches/chips). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® serum blood collection tubes, 3 tubes broke in the centrifuge during processing. One of the 3 tubes had a chip. An unspecified number of tubes had scratches and were discarded. There was no health impact or consequences reported.